Manufacturer narrative:
The returned pump was visually inspected and no biomaterial, delaminated epotek, or other pump damage was observed. The pump was run in a basin of water and operated to specification. The cause of the hemolysis was likely due to the patient's condition since the hemolysis was unable to be reproduced in our evaluation. No blood lab results were provided to confirm the hemolysis. The pump was tested for hemolysis and passed.

Manufacturer narrative:
The impella cp optical pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) white male patient had impella cp optical pump inserted. The patient had massive hemolysis and as a result the pump was removed.